Event description:
It was reported that the stent was difficult to deploy and fractured, requiring intervention. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure. During the procedure, it was noted that the stent had difficulty deploying. Therefore, the physician elected to attempt removing the stent; however, a small piece of the stent broke off in the area of the leg which was being treated. An additional stent was implanted in the same area to hold the piece in place and to complete the procedure.